Event description:
The customer reported having three defective scissors during a therapeutic urological procedure involving an Olympus Thunderbeat open extended jaw. One branch broke off. Although the procedure was delayed, there was no patient injury reported.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.